Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
Should have been reported as (B)(6) 2017. Should have been reported as 'death'.

Manufacturer narrative:
A partial lead with the pin measuring 15.1 cm was returned for analysis. The portion of the lead that was returned was otherwise normal.